Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an old style clamshell repair and wanted to be upgraded to the pocket controller. The patient has a scheduled percutaneous lead repair on their next clinic visit on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed the patient having an old-style clamshell repair. The account reported that the center would like a driveline (dl) repair performed so the patient can upgrade to the pocket controller. A dl repair was successfully performed on (B)(6) 2020 under the work order 90628 (see attached). Approximately 9.5¿ of the distal portion of the dl was returned under work order 90628. A previous clamshell repair was observed (performed on (B)(6) 2016 under work order 38135). Visual inspection of the driveline revealed white rescue tape on the outer silicone jacket at approximately 0.5-7¿ from the controller connector. Upon removal of the rescue tape, the driveline revealed multiple cuts in the white silicone jacket approximately 2.75¿ and 3.37¿ from the controller connector. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Incidental findings: superficial outer jacket damage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2011. Heartmate ii lvas IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.